Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent due to cystoscopy , anterior colporrhaphy w/ augmentation w/repliform and w/release of previous pubovaginal sling, and upper panendoscopy. It was reported that patient underwent revision of pubovaginal sling on (B)(6) 2003 and bladder suspension revision on (B)(6) 2009. It was also reported that the patient underwent cystocele repair w/repliform on (B)(6) 2013 and egd on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation due to cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and urinary tract infections. No additional information was provided. (B)(4).